Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The certas valve was returned for evaluation: review of the history device records was not possible as the lot number was unknown. Failure analysis - the valve was visually inspected, no defects noted. The valve passed the test for programming, occlusion, leaks, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, no functional issues were noted during the investigation.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported suspected occlusion of a certas valve and ventricular enlargement: the valve was implanted on a (B)(6)-year old male patient via v-p shunt to treat congenital hydrocephalus. Implant date and valve settings were unknown. On (B)(6) 2020, the patient presented with cerebral ventricular enlargement and a valve occlusion was suspected. Therefore, the valve was replaced with a new one.